Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a no delivery alarm and buttons were difficult to press. Customer also reported that display screen had condensation underneath. Customer's blood glucose was 315 mg/dl. Customer reported that display screen had froze in the past. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. We were unable to perform functional test due to keypad anomaly. No frozen screen noted. We were unable to verify excessive no delivery alarm due to keypad anomaly. No moisture damage electronic assembly. The keypad connector was found closed properly during visual inspection.